Manufacturer narrative:
The phacoemulsification handpiece was received and manufacturing device history record (DHR) reviews were performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Phaco hp nonconformities occurred remains inconclusive. Although the existence of foreign materials were able to be confirmed, the exact identity, origin and quantity of the particles and fibers remains unknown. It should be known that handpiece are inspected during manufacturing for metal particulates the root cause of the reported ¿tass (toxic anterior segment syndrome), aqueous cells, medical intervention, and corneal edema¿ is inconclusive. The root cause of the reported ¿abnormalities in handpiece (hp) is also inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass) with symptoms of diffuse edema. The patient presented with no pain, no erythema, diffuse corneal edema, 3+ anterior chamber cell, and positive for hypopyon. The patient received treatment with topical and injection vancomycin and amikacin. The patient was prepared with povidone iodine 10%. No retrobulbar block. Upon examination of the patient, the surgeon noted aqueous cell and conjunctival inflammation the patient was prescribed with post-operative steroid eye drops and antibiotics. The patient recovering from the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass) with symptoms of diffuse edema, 3+ anterior chamber cell, and positive for hypopyon. The patient presented with no pain, no erythema. The patient received treatment with topical and injection vancomycin and amikacin. The patient was prepared with povidone iodine 10%. No retrobulbar block. Upon examination of the patient, the surgeon noted aqueous cell and conjunctival inflammation the patient was prescribed with post-operative steroid eye drops and antibiotics. The patient recovering from the event.